Manufacturer narrative:
The investigation included a review of the system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for analysis. The assignable cause of the odor/smells issue is the oil mist filter, catalytic converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. A planned maintenance 1 (pm 1) was performed. The catalytic decomp filter, vacuum pump oil, oil mist filter were components of the pm 1 kit that were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on (B)(6) 2016. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of an odor emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.